Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During procedure after getting access normally in the right groin, the was sheath was introduced into the patient over the versacross connect rf wire, after dropping down to the fossa, it was decided that was needed more curve on the connect dilator, so the dilator was removed, shaped, and then reinserted. The physician dropped down to the fossa again, visualized the tenting, and delivered rf energy to cross the septum. The wire was introduced to the left atrium (la). When the physician went to advance the was sheath into the la, a clot was noted to be on the was sheath. A new was sheath was obtained and the procedure proceeded normally with no other clots noted. The activated clotting time (act) was checked shortly after this and was noted to be 199. The physician ordered another dose of heparin to be given. The watchman closure device was successfully placed. The patient is fully recovered.